Event description:
[Please refer to pe 702193564 - pp issues] 2017-nov-13 (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that over a year ago the patient stated their ins "in butt was dislodged". The patient stated it does move. Patient reports having discomfort when laying on it and then 2 months ago their doctor confirmed it. Patient is working with doctor on this issue. No further complications were reported. No patient symptoms were reported. 2017-11-16 (B)(4): no new information 2017-11-21 lfc (hcp, con, rep): additional information was received from a healthcare professional (hcp), a consumer, and a representative (rep) regarding the patient. It was reported that the hcp was not sure when the dislodged implantable neurostimulator (ins) was noticed. They stated it had been at least a few months. The hcp was not sure about the cause of the dislodgement. They reported the patient was morbidly obese so the extra adipose tissue at the ins site made it difficult to know the position. The hcp reported that they met with a representative (rep) and offered revision, but it was declined as the patient may opt for the pump by another doctor. The hcp stated that the patient may have the entire system removed. They reported that the issue was not resolved. The hcp stated the patient¿s height was 69 inches and their body mass index was 38.39 kilograms per square meter. No further complications were reported. 2017-dec-05 (B)(4): additional information was received from a consumer. The patient reported that if they sit for a long period of time, the pain is "times 10" and she does not feel stimulation, due to the ins being dislodged. The patient added that because the ins was dislodged, she experienced pain from the ins moving, muscle spasms, and several herniated discs around the ins area (sits right under that area and "puts more pressure'). The patient was working on a referral with their hcp to see if the ins needed to be replaced. The patient mentioned that other than the ins being dislodged, it has been very positive in the patient's life. The first six months it was great for nerve damaged and pain that was prior to the patient getting the ins. No further complications were reported/anticipated. 2020-may-26 (B)(4): additional information was received from a consumer regarding the patient. It was reported that the patient¿s system dislodged, and they cannot find a surgeon willing to remove it. The patient gets horrible tremor shocks from the dislodged generator. The jolts hurt and hurt worse when she is overextending herself. The patient noted that it never worked right for what she was promised. The patient noted that there was broken equipment in their spine. There were no further complications reported.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp), a representative (rep), and a consumer regarding the patient. It was reported that the hcp was not sure when the dislodged implantable neurostimulator (ins) was noticed. They stated it had been at least a few months. The hcp was not sure about the cause of the dislodgement. They reported the patient was morbidly obese, so the extra adipose tissue at the ins site made it difficult to know the position. The hcp reported that they met with a representative (rep) and offered revision, but it was declined as the patient may opt for the pump by another doctor. The hcp stated that the patient may have the entire system removed. They reported that the issue was not resolved. The hcp stated the patient¿s height was (B)(6) inches and their body mass index was (B)(6) kilograms per square meter. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that over a year ago the patient stated their ins "in butt was dislodged". The patient stated it does move. Patient reports having discomfort when laying on it and then 2 months ago their doctor confirmed it. Patient is working with doctor on this issue. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that if they sit for a long period of time, the pain is "times 10" and she does not feel stimulation, due to the ins being dislodged. The patient added that because the ins was dislodged, she experienced pain from the ins moving, muscle spasms, and several herniated discs around the ins area (sits right under that area and "puts more pressure'). The patient was working on a referral with their hcp to see if the ins needed to be replaced. The patient mentioned that other than the ins being dislodged, it has been very positive in the patient's life. The first six months it was great for nerve damaged and pain that was prior to the patient getting the ins. No further complications were reported/anticipated. Please refer to (B)(4) - pp issues.